Event description:
This notification was opened for review for information received that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician found contamination from dust and error codes e053 (comp log sem timeout error) and e055 (therapy queue full error), e063 (knob key stuck error), e065 (stuck encoder a error) and e066 (stuck encoder b error). The device was scrapped by the service center after the evaluation was completed.